Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. Investigation summary: this complaint is for misidentification of escherichia coli as salmonella species when using phoenix panel nmic/ID-307 (449289) batch number 1355167. The customer did return isolates, but did not return panels or lab reports for investigation. To investigate, a total of three retention panels from the complaint batch were tested using customer returned isolates of escherichia coli (91813216) on a phoenix instrument and evaluated for identification results. During investigation, one panel identified correctly as escherichia coli. The other two panels identified incorrectly as shigella boydii. Additionally, maldi testing was performed and did identify the organism as escherichia coli. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (e. Coli) was misidentified as a salmonella species. No health impact or consequence reported.